Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The complaint is confirmed. A faulty thermostat caused the reported problem. This was replaced and the device functioned as intended. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device is getting over the temperature and alarming. There was no patient involvement and no patient harm/adverse event reported.